Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Death and neurological deficits including stroke are known complications with these types of procedures and are noted in the device labeling. This report is associated with MFR report numbers: 3005168196-2016-00429, 3005168196-2016-00431. The hospital disposed of the device.

Event description:
On (B)(6) 2014, the patient was taken in for intravascular intervention. Arterial puncture was done at 11:47 hours and angiogram demonstrated left m1 occlusion (tici 0). The patient underwent a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter (5max ace), a penumbra system 3max reperfusion catheter (3max) and a penumbra system 3max separator (sep3). No procedural complications were reported; however, in the following days after the procedure, the patient's health status deteriorated and the patient remained paretic on the right side and became unresponsive. While the patient was intubated on (B)(6) 2014, her national institutes of health stroke scale (nihss) increased from 20 to 27. After a meeting, the patient's family decided to make the patient a dnr (do not resuscitate) and to withdraw care; therefore, the patient was extubated and maintained on a morphine drip for comfort until she expired on (B)(6) 2014. The patient's progression of stroke was reported as a serious adverse effect (sae) and a cause of death. The committee adjudicated this sae to have a definite relationship to the index stoke and an uncertain relationship to the penumbra system and the angiographic procedure.